Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis indicated the overlay tubing of the lead developed a breach due to non-electrical environmental stress cracking while in vivo. The interior superior vena cava defibrillation cable was extrinsically cut. A visual summary analysis of the lead indicated apparent explant damage. The analyst commented that because the overlay tubing does not have electrical insulating properties, the breach would not have affected the performance of the lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 218785, lead, implanted: (B)(6) 2001; c154dwk, crt-d, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the right atrial lead exhibited high thresholds. It was also reported that the right ventricular defibrillation lead showed insulation damage near the right ventricular coil portion. Both leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.